Manufacturer narrative:
Pr (B)(4) follow up MDR for device evaluation: no photos or physical samples that display the reported condition were available for investigation. A device history review was performed for lot 2307508, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this incident. Leakage testing is performed for all lots during manufacturing to ensure the quality of the membrane. Results were reviewed for the reported lot and all results were found to be acceptable. The performance of the sealing membrane is reduced after multiple perforations and extended activation time, the membranes are designed to be punctured up to ten times. Retained samples of lot 2307508 were used for additional evaluation. Functional testing was performed, penetrating the infusion adapter along with a sample injector ten times, all results were found to be acceptable with no leaks identified. Based on the sample evaluation and quality team's investigation, we cannot identify a root cause at this time. Complaints received for this device and reported condition will continue to be monitored by our quality team for signs of emerging trends.

Event description:
No additional information.

Event description:
Material # 515079 lot # 2307508 it was reported by customer that residueal liquid seen on the connector of the c100-o menbran after disconnecting the locking n40-o from infusion adapter. Verbatim: residueal liquid seen on the connector of the c100-o menbran after disconnecting the locking n40-o from infusion adapter

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. H3 other text : see h10 manufacture narrative